Manufacturer narrative:
The insulin pump alarm during the prime test due to a loose drive support disk.

Event description:
Customer's mother called to report an error during the prime fill, and insulin was squirting out. Nothing further was reported.